Event description:
It was initially reported that the patient experienced a change in therapy effect, in regards to a slight increase in tone of the foot and ankle. A volume discrepancy was noted in which the pump's actual residual volume was greater than the expected residual volume. A physician stated that at the last refill the pump residual volume was off by 2 ml, and now it was off by 3 ml at this refill. The pump logs did not indicate any issues. Positional kinking of the catheter was suspected. The patient's next refill was to occur in (B)(6); and a physician planned to re-evaluate the patient's volume discrepancies and perform catheter troubleshooting at that time. It was later reported that the patient's pump administered lioresal. The healthcare provider (hcp) planned to continue to monitor the patient. The hcp was concerned about the "same potential kinking with his catheter". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).